Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used during a sphincterotomy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the cutting wire broke. The procedure was completed with a second dreamtome rx 44. There were no patient complications reported as a result of this event.